Event description:
A customer reported to baxter (B)(4) a 2000 ml eva tpn container in which a leak occurred. According to the report, there was a hole in the bag which caused it to leak. It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection was performed and revealed a pin hole on the bottom of the bags. Functional testing was performed. The bags were inflated with air and leak tested under water. A leak was revealed from the pin holes. The reported condition was confirmed. However, a definitive root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.